Event description:
In 2009, the pt reported that last night his blood glucose was elevated to 580 mg/dl and he found that his infusion set was leaking insulin at the infusion site. He changed the infusion set and bolused 24 units of insulin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced an requested to be returned for evaluation.